Event description:
It was reported that during a case, an arm connector component did not connect properly to the mayfield adapter and that a screw on the connector component was found to be deformed.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: d4, h4.

Event description:
It was reported that during a case, an arm connector component did not connect properly to the mayfield adapter and that a screw on the connector component was found to be deformed.